Event description:
The customer observed a falsely elevated total psa result while using the architect i2000sr analyzer. The customer provided the following data: (B)(6) 2012: initial 5.31 ng/ml, the result was questioned by the physician and rerun on (B)(6) 2012: 1.21 ng/ml. No impact to patient management was documented. No additional patient information was provided.

Manufacturer narrative:
Note: this event was originally filed under manufacturer report number 1415939-2012-02016 in error. The manufacturing location was incorrectly reported in that report and this report was generated to file under the correct manufacturing location and relay the device evaluation. This error was identified on 10/18/2012. Evaluation: further investigation of the customer issue included a review of the complaint text, review of the instrument log, a search for similar complaints, and a review of labeling. From the troubleshooting questions, we confirmed in the instrument log that it was decontaminated with a bleach solution on (B)(6) 2012, one day before the events occurred. We informed the customer that false high results could have occurred due to the fact that there was some residue from the decontamination that could have interfered in the assay. The issue was addressed by replacing wash zone manifold valves and decontaminating the system. The decontamination was identified as the precursor to the issue described in the current complaint. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect i2000sr analyzer, list number 03m74 was identified.